Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned product identified the tip has fractured and not all the pieces were returned. Dimensional analysis of the hardness was performed and found to be conforming to the print. The device was sent for further anaylsis. Quasi-cleavage mode of overload fracture identified throughout the reamer fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of alliance post reamer appeared to be splayed after the case and upon inspection the end broke off. No additional information is available. No adverse event was reported.